Manufacturer narrative:
The aquabeam scope was returned for investigation. During functional testing, cracks were observed on the lens, confirming the reported failure. The root cause of the reported failure could not be determined. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) and aquabeam scope/lot number 2222 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual was reviewed. 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup ¿ verify the aquabeam scope visualization by viewing the image through the camera source port (the eyepiece). If any defect in the image is observed, check the cleanliness of the optical surfaces (distal and proximal lenses). The lens should appear smooth and shiny. Poor cleanliness of exterior surfaces can cause a foggy or cloudy image. Note: obtain a new aquabeam scope if proper visualization cannot be verified. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during aquablation therapy, the aquabeam scope was unable to produce a focused image upon insertion of the aquabeam handpiece into the patient. Despite troubleshooting attempts, the issue could not be resolved. A second aquabeam scope was used to complete aquablation therapy. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.